Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric sleeve procedure. Pneumo was being lost during the procedure. The seal was damaged. Air or gas leaked from the seal. The device made a strange noise. In order to resolve the issue and complete the case, replaced the trocar with another. There was no patient harm. The patient status is alive, no injury.